Manufacturer narrative:
The customer reported problem was not confirmed. Technical support - recommended (B)(6) to perform battery conditioning first. If battery conditioning failed, (B)(6) will replace battery. Otherwise, (B)(6) will check battery harness and replace as needed. A review of the device history record for sn (B)(4) was performed from date of manufacture 08/01/2014 to present date 09/30/2020, and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
It was reported that the device displayed a message to replace the battery. There was no patient involvement.